Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad was split and detached off. The tissue pad fell into the pt, but it was retrieved and discarded. Another device was used to complete the case. There were no adverse consequences to the pt.